Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead. The customer¿s blood glucose level was unknown. The customer reported that the battery cap off of the insulin pump was damaged and the battery was dead. The drive support cap was normal. The customer was not able to run self test as the insulin pump was dead. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no dead battery or blank display noted. Pump was received with corroded battery tube and stripped battery cap coin slot noted.